Event description:
It was reported to philips that system could not expose. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. The customer did not offer any information on the patient or the treatment because philips service is not required. It was reported to philips that the system couldn't expose. During troubleshooting, it was revealed that the issue was caused by a faulty x-ray tube. To resolve the issue, a third-party engineer replaced the x-ray tube. Philips has not rendered any services. The codes were updated based on investigation outcome.

Manufacturer narrative:
Philips has investigated the complaint. The customer did not offer any information on the patient or the treatment because philips service is not required. It was reported to philips that the system couldn't expose. During troubleshooting, it was revealed that the issue was caused by a faulty x-ray tube. To resolve the issue, a third-party engineer replaced the x-ray tube. Philips has not rendered any services. The codes were updated based on investigation outcome. The 510k, catalog item identifier, common device name, FDA product code and the serial number have been updated.